Event description:
Customer reported to beckman coulter, inc. (Bec) that they loaded a total bilirubin (tbil) cartridge without transferring any compartment c reagent (sodium nitrite) into compartment b (sulfanilic acid) and forming the diazo reagent prior to running patient samples on the synchron lxi 725 clinical system. Customer reported that the technical staff relied on package inserts previously supplied in the reagent packaging to remind them on the preparation required. Customer reported that the removal of the inserts may have contributed to the preparation error. Customer reported that the "within lot calibration" feature was enabled. When the "within lot calibration" feature is enabled, the instrument will use the pre-existing valid calibration for a specific lot number of reagent in memory and not perform a new calibration on the new cartridge, provided that the new cartridge has same specific lot number as the cartridge that had a valid calibration on the system . Customer reported that the instrument had a calibration in memory for the lot of the new cartridge and applied the previous calibration to the new cartridge. Customer reported that quality control (qc) had not been run on the cartridge prior to the running patients. Customer reported that when qc recovered low on the next shift, the patient samples were rerun. Customer reported that they discovered two patient samples that were previously reported outside the laboratory had erroneous results. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment.